Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) # is k073231.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed on (B)(6), 2010. According to the complainant, on (B)(6), 2010 the j-tube was hard to rinse, during this time the duodopa was given in the gastric port. An x-ray performed on (B)(6), 2010 showed a kink and the beginning of a knot on the j-tube. The physician cut approximately 10cm off of a new 80cm two port through the peg jejunal feeding tube (j-tube) and placed the device in the patient. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.